Event description:
Additional info received from MFR on 03/08/1999: event is not reportable by MFR. End-user forwarded alleged product to MFR for investigation. Upon receipt of the product it was noted that MFR was not the MFR of the alleged defective product. The product was returned to the end-user.